Event description:
It was reported by service report that the corner covers were broken and have sharp edges. The customer could not determine whether there was pt involvement or adverse consequences occurred.